Manufacturer narrative:
Findings: unit passed the excessive no delivery test, prime test and displacement test, no unexpected no delivery alarms occurred. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 545 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that they had reoccurring no delivery alarms during the manual prime sequence. The customer returned the device for analysis.